Event description:
It was observed that during the device evaluation, the duodenovideoscope had peeling of the adhesive around the light guide (lg) lens and a crack was found in the light guide (lg) lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Updated fields:h2, h4, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.